Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that probably a week or so ago, maybe 2 weeks ago, they noticed a change in their symptoms. The patient stated they didn't pay attention at first because they thought maybe they ate something crazy or something, so they just started paying more attention. It happened a couple times when they were sitting there, and it was not massive-- not like it used to be. The patient confirmed that the therapy was definitely still helping their symptoms by 50% or greater. The patient said they figured out how to use their external devices and increased the stimulation a little. Patient services reviewed external device function and general compatibility considerations with the patient, including reviewing MRI mode, as well as therapy expectations and stimulation and programming considerations. The patient was then able to connect to their settings and reviewed device description/function and ins battery longevity considerations with patient services. The external devices were functioning as intended. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms and to discuss program changes if needed. No further action was taken by patient services. Additional information was received from a patient. The patient called back asking for device education regarding external device function. The patient reported they continued to experience fecal incontinence and the therapy had previously reduced their accidents by 100% for about the first year after implant. The agent reviewed how to c onnect to the ins which showed MRI mode was active and therapy was off. The agent explained this to the patient as they appeared to be confused about the difference between MRI mode status and therapy status. The agent reviewed how to turn therapy back on again and the patient confirmed they felt stimulation sensation comfortably.the agent encouraged the patient to monitor their symptoms now that therapy was back on to see if they notice improvement to fecal incontinence. The agent reviewed therapy expectations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the MRI mode being unexpectedly on and the therapy being unexpectedly off determined, however no further clarification was provided. They indicated that the steps taken to resolve the issue was that it was explained to them the proper way to use the device. The issue was not yet resolved.